Event description:
It was reported that the user received a replace-sensor alert on the dexcom g6 and was advised to install a new sensor, after which the user chose to replace it on their own time; a pairing failure was also reported with the responsible device not identified, and user education or troubleshooting was performed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included phone-based troubleshooting and user guidance. Investigation of this case revealed a failed cgm sensor. It was concluded that the event involved a cgm sensor failure with no clinical harm and user-directed replacement planned.